Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2013-11169. It was reported, the patient has not maintained the ipg as recommended. As a result, the patient has lost stimulation and the ipg is unable to communicate with the charger/ programmer. It was also reported, the patient has been experiencing inadequate/ inconsistent coverage. In turn, the patient plans to undergo surgical intervention to address the issues.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.